Event description:
It was reported that the patient presented remotely via merlin.net with high ventricular rate (hvr) episode. Analysis of the transmission showed that the patient's right ventricular (rv) lead was oversensing the noise leading to hvr episode. No intervention was performed. No patient symptoms was reported.

Event description:
New information received noted that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
New information received noted that the right ventricular (rv) lead exhibited noise oversensing that cause pacing inhibition. The patient continued to be monitored.